Event description:
Terumo received the following reported information: the catheter was used for wire support for a chronic total occlusion (cto) lesion. However, the device could not be advanced to the cto body. Subsequently, an attempt was made to exchange the microcatheter; however, the procedure did not proceed smoothly. During manipulation, resistance suggestive of elongation was noted. The device was carefully withdrawn, and retrieval was successfully completed without issue. Post-withdrawal observation suggested that the catheter may have undergone elongation.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age or date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D2b: procode: kra. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: requested, not provided. G4: 510k: n/a. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Terumo medical products (tmp) (importer), registration no. 2243441, is submitting this report on behalf of terumo clinical supply co., ltd. (Manufacturer), registration no. 3009500972.